Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent up button response due to corroded keypad trace. Insulin pump received with a minor scratch on display window, cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads and broken insulin pump belt clip slot.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 132 mg/dl. The customer stated that the act, up and down buttons were acting strange. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.